Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It was reported that the device was prepped inside the anatomy. It should be noted that the coronary dilatation catheters (cdc), nc traveler, rx, global instructions for use specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. In this case, it is unknown if the IFU violation caused or contributed to the reported complaint. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a moderately calcified, 90% stenosed lesion in the moderately tortuous mid-left anterior descending (mlad) artery. Plain old balloon angioplasty (poba) was performed with an unspecified 2mm balloon. Next the 3x12mm nc traveler balloon dilatation catheter (bdc) was advanced into the anatomy and air aspiration was performed. Resistance from the anatomy was noted during advancement but the device was able to reach the lesion. During the first inflation to 6 atmospheres (atm), the balloon ruptured. Resistance from the anatomy was noted during removal of the bdc. There was no adverse patient effect and no clinically significant delay in the procedure. A same size non-abbott bdc was used to successfully complete the procedure. No additional information was provided.